Manufacturer narrative:
1. The customer returned 3 photos, but did not return defective sample. The photos show that batch code is 4171642, the sku is 383033, and there is leakage in the middle of the extension tubing. 2. DHR/bhr reviewlot#4171642 1 the products of this batch were assembled at intima ii auto line 2 in july 2024, and packaged at r240 package line and cfs package line in july 2024. Work order quantity was (B)(6) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found at the extension tubing. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photos show that there is leakage in the middle of the extension tubing, the root cause of this defect cannot be determined because no abnormalities are found in the production process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample is received to identify the damage state of the extension tubing. The plant will continue to track and trend the issue.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm tubing was defective / damaged (B)(6) 2024 health care workers check the outer packaging is complete, access to the infusion set to open the valve, found that the indwelling needle hose on the liquid leak out, immediately stop using, replace the new product, did not cause harm to the patient